Event description:
The initial reporter asked to remain confidential and reported, "upon opening a package of vacuette 8ml cat serum sep clot activator tubes (brand greiner bio-one), one tube was found with a cap that had an unknown substance that looks like dried blood. Outer plastic packaging has some small rips. Reference (B)(4) lot b2308353 wxp 2025-01-30."

Manufacturer narrative:
Complaint (B)(4). Medwatch received. Based on the information provided in the medwatch, the initial reporter asked to remain confidential, and the FDA email is for outbound communication only. No samples were received for evaluation. No pictures were provided. No further information or clarification is able to be obtained without contact information.. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. The cause of the event cannot be determined.